Event description:
The reporter contacted animas on (B)(6) 2012 to troubleshoot the pump because the patient's blood glucose went as high as 24.7 mmol/l with symptoms of frequent urination and thirst. The reporter stated that the patient had no recent changes in diet or medication but the patient was actually more active which usually causes the patient to go low. The reporter stated that the patient was in the process of growing. Customer support reviewed the pump with the reporter. All of the boluses in the bolus history were completed. The total daily dose history was appropriate and the basal and bolus amounts added appropriately. There were no relevant alarms in the alarm history. The prime history showed some primes that were larger than expected; the reporter stated that sometimes they hold the button down for too long. The pump showed some short suspends in the history which the reporter stated were appropriate during supply changes and baths. No defect was found during troubleshooting. The reporter was advised to follow up with a health care professional regarding the patient's high blood glucose levels. This report is made based on the allegation that the patient experienced hyperglycemia of unknown origin while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/16/2016 with the following findings: the pump black box data from the time of the event was overwritten due to continued use of the pump. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.